Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a scratched display window, and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported by the patient that their insulin pump has an unresponsive keypad. The patient's blood glucose level is 122mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.